Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
It was reported that the apl (adjustable pressure limiting) valve locked up at the end of a case. The caregivers elected to emerge the pt from anesthesia on an ambu bag. The pt required reintubation due to co2 retention.